Event description:
During coil embolization within an unk aneurysm, difficulty was experienced to advance the size 9 x 25 dcs orbit coil into the prowler select lpes microcatheter. The coil and microcatheter were successfully removed from the pt's vessel. There was no report of pt complications or injury. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Add'l info will be submitted within 30 days upon receipt.